Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check. There are no specific surgical procedures associated with this handle.

Manufacturer narrative:
Additional information: UDI number, (method, results, conclusions) - the torque handle was not returned for evaluation as it was recalibrated by the supplier per the standard recalibration process. Therefore, the root cause cannot be determined. However, the supplier did confirm the out of tolerance condition prior to recalibration. A review of the manufacturing records did not identify any manufacturing-related issues that would have contributed to this event.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check. There are no specific surgical procedures associated with this handle.